Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding safety notification related to missing or broken retainer ring from the attorney of the family. The information received on (B)(6) 2021 stated that the following - reporter alleges that the use of one or more medtronic minimed insulin pumps allegedly subject to the (B)(6) 2019 urgent filed safety notification related to missing or broken retainer rings caused customer to suffer personal injuries.